Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness was within specification. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: a6, b1, d9, h3, h6.

Event description:
Healthcare professional reported "exchange with no complaint against the device." Healthcare professional later reported "rupture." This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "exchange with no complaint against the device." Healthcare professional later reported "rupture." This record is for the left side. The device has been explanted.